Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device was implanted in a patient who became stimulation-dependent during the procedure (when the leads were being placed). Pacing was normal with a pacing system analyzer (psa). After connecting the leads to the subject pacemaker, no pacing as observed. It was observed that the lead was not properly fixed in the port, despite tightening the screw until the click of the screwdriver.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted in a patient who became stimulation-dependent during the procedure (when the leads were being placed). Pacing was normal with a pacing system analyzer (psa). After connecting the leads to the subject pacemaker, no pacing as observed. It was observed that the lead was not properly fixed in the port, despite tightening the screw until the click of the screwdriver.